Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. System error 322 alarms were confirmed and were determined to be caused by a failed link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was discovered during baxter's testing that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.